Event description:
The complainant reported that an impella cp device was placed for hemodynamic support during a high-risk coronary intervention. Following the procedure, red-colored urine was observed and there was concern for hemolysis, prompting adjustment of the device performance level. The patient was later transferred to a tertiary care facility for a higher level of care. During ongoing support, the patient developed acute kidney injury requiring initiation of dialysis. A clot was subsequently identified on the impella catheter, and vascular surgical cutdown was required for device removal. At another point during support, the device was inadvertently pulled into the aorta when the patient moved in bed, and malposition was confirmed by ultrasound. The impella device was removed due to the combination of clot formation and malposition. The patient was later successfully weaned from mechanical support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5. Updated/corrected with clinical rationale.

Event description:
An impella cp device was inserted into the right femoral artery in a 72-year-old male presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), hemolysis was noted. There was a high mean arterial pressure (map) running on p-8. It is unknown how the hemolysis was identified or if it resolved. Nine days later, a clot was identified on the catheter on a computed tomography (CT) scan. The patient was on bivalirudin. The same day, the patient pulled the impella into the aorta when turning in bed. This was confirmed by point of care ultrasound (pocus). Nine days after insertion, the impella was successfully weaned. During explant, there was not clot found on the impella. A post-angiogram showed no distal perfusion to the leg. Vascular surgery was consulted for cutdown and clot removal. The post-procedure outcome is survived at explant. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Thrombosis is an adverse event associated with impella's mechanical support. Limb ischemia is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
Clinical assessment: on (B)(6) 2025, a 57-year-old male patient was admitted with an st-elevation myocardial infarction. The patient was determined not to be a surgical candidate. An impella cp device was placed to provide hemodynamic support during a high-risk percutaneous coronary intervention. Coronary stents were placed in the right coronary artery and the left anterior descending artery. The treating physician elected to maintain impella support post procedure. On (B)(6) 2025, red-colored urine was observed, and there was concern for hemolysis, at which time the impella performance level was adjusted. On (B)(6) 2025, the patient was transferred to a tertiary care hospital for a higher level of care. On (B)(6) 2025, the patient developed acute kidney injury and required initiation of dialysis. On (B)(6) 2025, a clot was identified on the catheter, and the patient required a vascular surgical cutdown for device removal. The patient was subsequently successfully weaned from the impella device. Note the impella was placed on (B)(6) 2025 and removed on (B)(6) 2025 outside of the indications for use. Engineering assessment: during impella cp support, positioning issues were encountered. It was noted that the patient pulled the impella into the aorta when turning and moving around in their bed. The malposition was confirmed via pocus. A clot was also encountered at the same time, and the pump was removed as a result."

Manufacturer narrative:
B5 and h6 updated. The investigation is still ongoing.

Manufacturer narrative:
Updated information: d4 catalog number updated, UDI corrected. H6 clinical code e1302 was removed. H6 impact code f12 added.